Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A medwatch form ((B)(4)) was received with the following details: "when this side-cutting bur was being used to remove the bone flap during a craniotomy, the top portion about 2cm of the bur broke off and flew out of view. The remaining piece was removed from the midas rex attachment and replaced, and the craniotomy proceeded uneventfully. The missing part of the bur could not be found after searching the field and the surrounding floor, so during the case, c arm was called into the room. The broken piece was located in the operative field by c arm visualization." On follow up the event date and physician's information were provided. It was reported that this was the initial use of the tool. There was no significant delay in the procedure while changing the bur. It was confirmed that the broken off piece was found by the c-arm visualization on the operative field while the patient was present. Additional patient information was provided. It was also reported the patient had expired since the procedure for reasons unrelated to this event. Partial concomitant information was provided for the af02 attachment.